Event description:
It was reported that pump displayed malfunction alarm code and fault ID with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for performing pump reset, successfully reset pump with assistance, and malfunction did not recur after reset.